Event description:
The customer reported that less than 1 ml of blood leaked from the coulter lh 500 hematology analyzer blood sampling valve (bsv) manual aspiration probe when instrument cycled in manual mode. The leak was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated.

Manufacturer narrative:
The field service engineer (fse) replaced the primary aspirate pump and pvc aspirate tubing, performed a rinse block alignment service (rinse block adjustment) to resolve the issue. Fse then performed verification of instrument to meet the specified requirements per established procedures. (B)(4).